Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell a couple weeks ago and she has to have her settings fixed. It was clarified that the fall was in may and it was unknown if the loss of therapy was because of the fall. There were no further complications or anticipations reported with this event.